Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. It was reported that the patient had a left pleural effusion. There were no alarms for this event. The patient remains ongoing on the hm3 lvas, serial number (B)(6). No product is available for investigation. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 lvas patient handbook are currently available. Section 1, ¿introduction,¿ lists potential adverse events, including renal dysfunction, and bleeding, that may be associated with the use of the hm3 lvas. Section 6, entitled ¿patient care and management¿, provides information regarding the recommended anticoagulation regimen and international normalized ratio (inr) values as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department on (B)(6) 2023 with worsening shortness of breath with walking 20 feet. A chest radiography (cxr) noted a large left sided pleural effusion. A r-span and gastrointestinal panel were negative. The patient's baseline creatinine level of 1.2-1.3 increased to 4.25 on (B)(6) 2023 and to 4.58 on (B)(6) 2023 with elevated blood urea nitrogen disproportion. A thoracentesis was performed on (B)(6) 2023 with only 1000cc of dark red fluid removed as the procedure was stopped due to the patient coughing. Another thoracentesis was performed on (B)(6) 2023, and the patient received 1 unit of plasma. The bleeding resolved and the patient was transitioned to open label and withdrawn from the study on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.